Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was broken while implanting the intraocular lens (iol) into the patient's eye. Account indicated that the iol was not fully implanted. The lens was removed; however, it was not replaced. No patient injury was reported. There was no delay in treatment or other interventions reported. The patient felt okay post-operatively.